Manufacturer narrative:
(B)(4). The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient underwent a coronary procedure with implantation of an absorb bioresorbable vascular scaffold (bvs). On (B)(6) 2016, coronary angiography was performed. On (B)(6) 2016, the patient experienced a myocardial infarction and a coronary artery bypass graft (CABG) was performed. An intra-aortic balloon pump was placed. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: description of event; a scaffold was not implanted; a serious injury related to an abbott device did not occur. (B)(4). Subsequent to the initial 30-day medical device report, information was received indicating no bioresorbable vascular scaffold (bvs) was implanted. As there was no abbott device implanted, the patient effects of myocardial infarction, with CABG as treatment, would not be related to any abbott device. This event has been reported; therefore, it will remain reportable. No investigation required.

Event description:
Subsequent to the initial 30-day medical device report, it was reported that the patient underwent a coronary artery bypass graft (CABG) surgical procedure and no absorb scaffold was implanted. As there was no abbott device implanted, the patient's myocardial infarction, with CABG as treatment, would not be related to any abbott device. This event has been reported; therefore, it will remain reportable. No additional information was provided.